Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the overall diameter of the tiemann catheter was larger than usual. The patient was able to insert the catheter and void. The patient allegedly experienced bleeding; there was no medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the overall diameter of the tiemann catheter was larger than usual. The patient was able to insert the catheter and void. The patient did experienced bleeding; there was no medical intervention.